Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer found watermarks and some holes in the product. As per follow-up information received from ibc on 03mar2023, it was stated that the customer was an existing customer. Confirmed with customer that this was the first time they were experiencing this issue. Event was observed by an nurse completing stockade in the theatre stock room. Product was stored on the shelf in the packaging as it is seen in photo, not in a box or container, loose on the shelf. The quantity had been confirmed with the customer. After observing each item, it appeared that the watermarks and rips were only on the packaging and did not go through to the catheter. After reviewing the items, the representative stated their opinion that it was clear that the items had been stored on a shelving unit (presumably wire racks as it was usual for theatre storage). There was moisture marks on the packaging (brown marks) and small tears. Theatre store rooms were climate controlled and had been known to be problematic for humidity/moisture. This is why stock was always taken out of cardboard packaging and generally stored per item on shelving. Recommendation could be to suggest them storing catheters in a plastic box to avoid future reoccurrence.

Event description:
It was reported that the customer found watermarks and some holes in the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.